Event description:
It was reported that the guidewire was stuck. During a pulse field ablation procedure, a farawave was selected for use. The guidewire could no longer be advanced. Therefore, the catheter had to be removed along with the guidewire. There were no complications during removal. No tissue was observed between the guidewire and the tip, and there was no obstruction blocking the wire. An exchange of the catheter and guidewire resolved the issue. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection and functional testing. No outer abnormalities were observed. It was noted that the catheter was returned without a guidewire inserted. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The reported clinical observations were not confirmed by the analysis results.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire was stuck. During a pulse field ablation procedure, a farawave was selected for use. The guidewire could no longer be advanced. Therefore the catheter had to be removed along with the guidewire. There were no complications during removal. No tissue was observed between the guidewire and the tip, and there was no obstruction blocking the wire. An exchange of the catheter and guidewire resolved the issue. The procedure was completed without any patient complications. The device is expected to be returned for analysis.